Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly, the ins was functionally okay. (B)(4).

Event description:
It was reported there was a coupling problem. It was stated for the past month prior to report, the patient had problems with coupling. It was noted previously, the patient would get 8 bars and they would charge easily but now they only had 4 bars. It was noted their implantable neurostimulator (ins) was in their chest . It was further reported the patient would be seen on the day of report. It was stated they attempted to get better coupling with the patient in the office but it was not successful. It was noted the manufacturer representative had tried to use their own recharger as well. It was noted the patient had coupling issues since the implant. It was stated specifically the patient¿s implantable neurostimulator recharger (insr) would show 8 boxes and then randomly it would drop down to 4 boxes. It was stated about two weeks prior to report, the patient was only able to get 2-4 boxes ¿no matter what.¿ it was noted the pocket had seemed normal and the ins was right near the surface of the skin. It was stated the patient never used a recharging belt or holster. Additional information received reported the patient had excellent coupling from the implant and it had only changed in the past two weeks prior to report. It was noted no new information was reported. Additional information received reported they attempted an antenna locate (al) feature with the patient but only 2 coupling boxes were seen. It was further reported the patient was scheduled for an x-ray 6 days following report. It was noted there was a possible flipped battery. It was further reported the patient was scheduled for an x-ray and a follow-up with their physician. Additional information received reported the x-rays had showed the battery was not flipped. It was stated they had 8 bars at one time ¿as a total fluke¿ but then it went away before they finished charging and it never came back. It was stated something had to be wrong with the battery.

Event description:
Additional information received reported the patient began to experience low coupling which led to the extended charge sessions. It was stated the device would not charge properly. It was stated the device would be analyzed. It was noted there was no patient death, there was no patient injury, and the patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va01c3f, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va035yf, implanted: (B)(6) 2013, product type lead; product ID 37791, serial # unknown, product type recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.